Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert. Post-paced t-wave oversensing was observed on stored egms. Reprogramming the device was recommended. Patient is scheduled for a follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.